Event description:
Additional information received indicated that no intervention was performed and the patient will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of under-sensing were noted. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.